Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridges were loose and dislodged from the pump. There was no adverse impact to the customer's blood glucose level. Reportedly, customer will continue using current pump.